Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported complaint of not energizing/sealing. The instrument passed the electrical continuity test. Visual inspection showed no blade exposed or damage to the grip assembly. Light biodebris resided within the garage track. The instrument was placed on an in-house da vinci system and passed the energy test. No error messages appeared. The connection between the system and instrument control box had no issues. The instrument was also tested for a jaw gap inspection as an additional functional check and it passed. The customer reported complaint does not itself constitutes a reportable event; however, the reported not energizing/sealing could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was observed that the endowrist one vessel sealer instrument would not energize. On (B)(4) 2015, intuitive surgical inc., (isi) obtained the following information: there was no energy being provided by the instrument. The instrument was not sealing and cutting. The instrument would make the noise like it was working; however, there was no tissue effect. There was no error message displayed neither was there beeping. The surgeon knew right away that the instrument was not functioning properly. The vessels being worked on was not highly calcified. Customer was unsure if the surgeon was holding the master grips fully closed. Customer did not recall hearing the two beeps. There was no bleeding reported. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.